Event description:
The customer reported issues with the ultrasound functionality. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the adhesive on the forceps cover was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the adhesive on the forceps cover was peeling due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The report of issues with ultrasound functionality was not confirmed. In addition, there was play in the angle control knob due to elongation of the angle wires and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.